Manufacturer narrative:
Lot number is unavailable. Evaluation summary: it was caused due to an excessive force applied on the metal luer lock attachment on the tube. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The of-b113 irrigation tubes burst during the examination or during manual cleaning with luer lock syringes. A large ""bubble"" forms. The staff state that recently the tubes regularly burst during use and cleaning. Very annoying because this also happens during the endoscopy examinations!